Event description:
(B)(4). It was reported that post a stenting treatment procedure, vessel dissection occurred. (B)(6) 2012 - the patient presented with unstable angina and myocardial infarction. The target lesion was a de novo lesion located in the ramus with 100% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm which was treated with pre-dilatation and placement of a 2.50 x 16 mm promus element plus stent, with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2013 - the patient was admitted to the hospital for a planned pci. Two lesions were being treated. The 80% stenosed, de novo target lesion was located in the proximal left anterior descending artery (lad) and was 20 mm long with a reference vessel diameter of 2.75 mm which was treated with direct stent placement using a 2.75 x 28 mm promus element plus stent. Following post-dilatation with 2.0 x 12 mm unknown bsc balloon a grade a dissection was noted and residual stenosis was 0%. The second target lesion was located in the mid lad and was treated with direct stent placement using a 2.50 x 12 mm promus element plus stent. Following which a mid lad dissection was noted and was treated with the placement of an additional unspecified stent. Post-dilatation was performed and timi 3 flow was noted. The event was considered as resolved and the patient was discharged the next day.

Event description:
It was originally reported there were two dissections that took place during the (B)(6) 2013 procedure. One in the proximal left anterior descending artery (lad) and one in the mid lad which was treated with an unspecified stent. After further review of the additional information received, only the proximal lad dissection occurred during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).